Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that mid procedure during an endoscopic vein harvesting , the vasoview hemopro 2, c ring arm snapped. They managed to recover the pieces that came off and could not see any reminants inside. A new system was opened and the evh procedure was resumed. No alteration. No procedural delay. The patient was not harmed in any way.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: b1- corrected to serious injury, h1-corrected to serious injury. The device was returned to the factory for evaluation on 05/01/2023. An investigation was conducted on 05/02/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the intact c-ring. The plastic arm of the c-ring was observed to be detached from the c-ring body. No other visual defects were observed. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula was observed to be intact, with no visual defects observed. The c-ring was observed to be intact, with no visual defects observed. The scope wash tube was observed to be non-intact. The end of the c-ring was observed to be melted. The detached scope was tube was returned for evaluation. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The lot # 3000281951 history record review was completed. There were two (02) ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.